Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 134174019, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that there was no additional information through the physician. Should pertinent additional information become available, it will be provided.